Manufacturer narrative:
(B)(4). This is report 1 of 2 as two patients were reported. No lot number was provided and there was no sample available for evaluation. There is no trend identified. The following information was provided by the supplier: we confirm that we did not change the working process, and each procedure is in accordance with the engineering flow sheet and working guidance. As to the mold, we confirm we never changed the mold and molding conditions have not changed. Below is the size for all the cavities of the mold. With regard to the strap supplier, we get their confirmation that they did not change manufacturing process, quality and material of the strap. We did pull-out tests to all the lot samples dating from june, 2009. We could see from the data sheet and illustrating diagram, the green strap deteriorates a little, but this does not affect its function. (B)(4). A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.

Event description:
Patient loosened strap on trach mask, but not able to re-tighten. Trach mask draped over trach tube and blocked off opening for short period of time. Clarification from the sales representative: the facility reported 2 identical incidents with 1 male and 1 female patient. (B)(4), respiratory therapist director indicated that the clinician loosened the trach mask. The mask could be tightened but later the trach mask somehow got twisted and the soft plastic part of the mask settled right up against the tracheostomy tube connector occluding it, not allowing the patient to breathe.